Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records, and complaint history. The investigation concluded that the reported user experience was related to an issue with the steerable guiding catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is being filed under a separate medwatch MFR number.

Event description:
This is filed to report that during removal of the clip delivery system (cds), resistance was noted with the steerable guiding catheter (sgc), which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. After the first clip was deployed, the clip delivery system (cds) was retracted but met resistance with the steerable guide catheter (sgc). The cds was not able to be removed, and it was found that the hemostatic valve from the sgc was slightly turned clockwise. The hemostatic valve was not completely fixed at the guide/handle area and could be turned. The valve was turned back to the initial position and the cds was removed. Two additional clips were implanted with the same sgc without issue. Three clips had been implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.